Event description:
It was reported to philips that the device is failing operational check. There was no report of patient involvement.

Manufacturer narrative:
The bench technician evaluated the device and confirmed it was failing the operational check. The device needs a high voltage capacitor, a therapy pca, and a processor or pca. Upon conclusion of the evaluation, it was determined that the therapy pca, processor pc, and a high voltage capacitor require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. A quote for the these parts replacements was given to the customer. No further evaluation is warranted at this time.